Manufacturer narrative:
It was reported that po2 began to decrease from 220 mmhg to 87 mmhg. The po2 continued to drop, the patient was desaturated and hypoxemic, so it was decided to change the hls set. Maquet cardiopulmonary requested the product in question for further investigation in the laboratory of the manufacturer on 2020-11-12. The returned product was received by the manufacturer on 2020-12-03. The hls module was investigated in the laboratory on 2021-02-24 with following results: according to lv 205 the hls module was cleaned and no clots were rinsed out in the process. A tightness test was performed for the blood and water side according to lv 201 and lv 202. No leaks could be detected . The production records of the affected hls module were checked and according to the final test results, the oxygenator passed all tests as per specifications. Production related influences can be excluded. Based on these investigation results the reported failure could not be confirmed. However the reported failure mode can be linked to the following most possible root causes according to our risk management file (dms# (B)(4)): blockage of oxygenator. -increasing pressure drop. -impaired blood flow. -deteriorating gas transfer. According to the instructions for use (IFU) hls set advanced 5.0 / 7.0 1.6 / g-670/ 02 chapter 7.4 perfoming perfusion there are the following possible measures based on completed blood gas analysis: po2 high reduce fio2. Po2 low increase fio2. 1. During perfusion, regularly perform blood gas analyses. 2. Recalibrate the venous probe on the cardiohelp-I based on the checked venous blood gas values. 3. Increase the test intervals for the blood gas analysis in the case of significant nonconformities. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint # (B)(4).

Manufacturer narrative:
A follow up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that po2 began to decrease from 220 mmhg to 87 mmhg. The po2 continued to drop, the patient was desaturated and hypoxemic, so it was decided to change the hls set. Complaint #: (B)(4).